Event description:
Md was performing an angiogram on pt's left leg and located a lesion with associated thrombus in the superficial femoral artery (sfa). A decision was made to deploy a stent. As stent was being advanced in the sfa, it was moved past the lesion without difficulty. When the md attempted to come back around the lesion with the balloon stent, the stent unintentionally separated from the balloon (it was not deployed). Once it broke away from the deployment system the stent was free floating in the artery. Md attempted to retrieve several times but was unable to do so. Patient was then moved to the or for an emergency open procedure to remove the stent.